Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "symptomatic" during a sensing test. It was also reported that the implantable pulse generator (ipg) displayed rapid battery depletion. It was further reported that the patient experiencing symptoms during sensing testing was not related to the performance of the ipg. It was also reported that high outputs were noted on the right ventricular (rv) lead. Outputs were suspected to be due to patient anatomy however this could not be confirmed. The ipg is planned to be explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.